Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2009, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, it was reported that the patient was getting spinal injections. The catheter was accidently hit during an injection and it was cut in half. The ¿entire pump¿ was explanted. The date of the event and whether or not the entire device system was explanted were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.